Manufacturer narrative:
The universal seal is not available for return and failure analysis evaluation. The surgeon indicated that the universal seal was not saved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a small piece of a universal seal broke off and fell inside the patient. The fragment was retrieved. However, it is unclear how the fragment was retrieved and the procedure outcome is unknown. The or staff indicated that that the universal seal had looked intact. The fragment was not saved.